Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was unable to detect bus due to drawer controller board. The technical support specialist was able to resolve the issue by replacing the drawer controller board. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on communication bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.